Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts triggered for undefined high impedance on the pace/sense right ventricular (rv) lead. The detections and therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.